Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the tortuous and calcified right coronary artery. The physician was attempting to direct stent the lesion with a taxus express2 3.5x24mm drug eluting stent, when he encountered difficulty crossing the lesion. When the physician pulled the delivery system back, it was noted that the stent struts were lifted. The physician then predilated the lesion and used another taxus express2 stent to complete the procedure. No patient complications occurred. Patient status is satisfactory.